Manufacturer narrative:
Device was used for treatment, not diagnosis. Expiration date reported as 4/2014. Implant date reported as on or about (B)(6) 2010. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti n-hance rods was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at the time of acceptance with one material review reports (mrr) and one nonconformance reports (ncr) generated: mrr #163194 was written against lot number 5750673 which was rejected for ¿no match for the xrfa signature ID¿. The rejected lot was dispositioned as ¿conforming¿ as ¿tialv alloy confirmation received using multiple bars; also alloy and lot number are etched on bars from previous acceptance¿. Ncr #us1013216 was written against lot number 5750673 in which 4 pcs. Of the 8 pc. Inspection sample were rejected for the ¿od under the low limit¿. These bars were reworked through the normal rework process and found to be conforming. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient is reported to have been injured (B)(6) 1995 and suffered back injuries resulting in multiple back procedures. It was reported the patient underwent bilateral de-compressive l1 and l2 laminectomies with lateral recess decompression including transforaminal lumbar interbody fusion. The procedure involved the implantation of 2 n-hance spinal fixation rods. On or about (B)(6) 2012, magnetic resonance imaging (MRI) and x-ray images revealed a failure of the n-hance rods, further treatment and examination revealed both rods were broken in a similar manner. The information provided indicates the patient sustained severe and permanent injuries, and that his medical course has been irrevocably altered. No further information has been provided. This is report 2 of 2 for (B)(4).